Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. However, three electronic photos were provided for review. Photos 1 and 3 show an outer packaging box with a label matching the information reported. Photo 2 shows an inner packaging sleeve with what appears to be a tear noted to the white portion of the inner packaging. The sterile pouch seal and device cannot be seen in the photos. It cannot be determined if the device is still within the packaging in the image. It is unknown if damage was noted to the cardboard shipping box. No other photos show the damage to the sterile packaging. Therefore, based on the photo review a tear in the sterile packaging can be confirmed. The definitive root cause for the tear in the sterile packaging could not be determined based upon available information, as only the one image was provided of the damage. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 10/2025), g3, h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, it was observed that the bag in which the pta balloon was kept looked torn when it was removed from its first package (cardboard). The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to an angioplasty procedure, it was observed that the bag in which the pta balloon was kept looked torn when it was removed from its first package (cardboard). The procedure was completed with another device. There was no patient contact.